Event description:
Vasoview hemapro 2 was used to harvest vein, during the harvest the cutting component was not functioning appropriately. As soon as the problem was noticed a new hemapro was opened and utilized. Reason for use: CABG.